Manufacturer narrative:
(B)(4). The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Patient status post fusion level c5-c7 date unknown was implanted with a prodisc-c at level c4-c5 the date is unknown. Patient returned to surgeon complaining of pain, surgeon noted too much hypermobility. Surgeon removed the hardware on (B)(6) 2011 and revised the patient to zero-p.